Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question as to whether there was an svc fracture or a plugged pin port due to no svc to can egm. The svc impedance has always been greater than 200 ohms. The lead is still in use. No patient complications have been reported as a result of this event.